Event description:
The customer reported a low vacuum low error on the lh750 and was unable to adjust the vacuum to 6.0. There were no erroneous results in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the wbc diluent dispenser not moving and traced the issue to defective solenoid 7 ; as part of preventive maintenance, the entire manifold 7 (mf7) was replaced. The replacement of the solenoid restored the functionality of the wbc dispenser and resolved the vacuum error. (B)(4).